Event description:
Caller reports the rod was implanted after falling and suffering a leg fracture. Caller was bedridden for 6 months post surgery and lost 60 pounds. She states that her knee started to swell and when she went to the emergency room it was found that the rod was broken causing her fracture to have delayed union. Caller underwent revision surgery after falling and twisting her ankle.